Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred when the surgeon¿s head was inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The failure did not relate to an inability to move the instrument at all. It is unknown if the movements of the surgeon scale appropriately to the instrument. The instrument was not moving in the intended direction and not sure which direction the instrument moved. The timing of instrument movement was appropriate. There was not any instrument-to-instrument or system arm-to-arm interference. There was no shakiness and/or friction experienced. There was not any instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was not persistent or intermittent. The instrument was replaced.

Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was placed and driven on an in-house system and instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Visual inspection found no damage to the instrument. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the force bipolar instrument was malfunctioning and not performing the proper movements. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.